Event description:
It was reported that the patient received incomplete insertion of a med-el medium electrode. Electrodes 9-12 deactivated due to no/poor auditory percept during individual stimulation of each. Due to lack of patient progress and poor speech discrimination, the clinic has decided to re-implant the patient.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.